Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the redundant power tray assembly. The system was tested and verified as ready for use. Isi did receive the redundant power tray assembly to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Visual inspection found no issues related to the reported issue. The power tray was installed into the golden system where 86 was not triggered, unable to indicate the fault and replicate the reported event. The golden system was set to run video test, 10 minutes sine cycle, 10 power cycles and sat idle for one hour. Once testing was completed, the system error logs were inspected, and fa verified no source of the fault. As a result of this finding, fa was not able to conclude that the root cause could be attributed to the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the system experienced a non-recoverable fault; near the end of the case. The staff undocked the system, and the surgeon was able to complete the remainder of the case. There was no injury to the patient. No troubleshooting was performed. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found error 86 against the power distribution board. Isi followed up with the customer and received the following additional information: the procedure was not completed robotically; it was converted to laparoscopic. The reported malfunction occurred as the customer was surveying the pelvis after completion of closure of the cuff. The customer was irrigating and looking for any oozing, which there was nonpresent. When the system malfunctioned, the customer tried to turn it off and back on but was unable to make any progress. The system was undocked, and the customer finished the survey with the camera. The malfunction occurred at the exact time that the customer would have otherwise undocked. Traditional laparoscopy was used to apply an adhesive barrier in the pelvis. No additional ports were added. There were no reports of patient injury.

Manufacturer narrative:
While the issue was not replicated in failure analysis, the error observed in the logs suggest the probable cause is due to a voltage issue in the redundant power tray.

Event description:
Refer to h11 for follow-up information.